Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the lead site. The physician did not believe that the infection was device or procedure related. The patient had symptoms of fever, redness, and drainage at the incision site. The patient was reportedly doing well following the procedure.